Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had reported that the left electrode was bothering him. There was no rash or skin irritation. The patient was told to end use due to the discomfort. Medical outcome of the discomfort is unknown.